Event description:
It was reported that, during the surgeons' case today for a bladder tumor resection we used the bipolar loop 0.3. About 3/4th the way through the case the loop broke. The surgeon was not very happy about this and said he has never had a loop break before. No negative impact in state of health reported.

Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).